Manufacturer narrative:
Analysis of the implantable neurostimulator serial number (B)(4) found that the battery was overdischarged and permanently damaged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-04-20, information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a suspected overdischarge. The patient stated that they had not charged their ins since december due to a busy schedule and lots of traveling, which may be contributed to the issue. No troubleshooting was performed at the time of the report as the patient did not bring their recharger with them to the office visit today ((B)(6) 2018). The patient was to call the rep once they returned home. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. It was asked but was unknown when the event occurred. No symptoms were reported. No further complications were reported/anticipated. On 2018-04-23, additional information was received from the manufacturer representative (rep) reporting that no actions have been taken to resolve the patient's suspected over discharge yet, as the patient had not called them back. The suspected over discharge has not been resolved at this time. It was indicated that the provided information had been confirmed with the physician and the rep indicated that the physician had no further information. No further complications were reported/anticipated. On 2019-dec-07, additional information was received from a manufacturer representative (rep) reporting the patient opted to have their ins replaced due to the overdrive technology and flexibility with charging. The patient¿s device was not charged today at their replacement. The rep indicated that they would flag the ins to be returned. No further complications were reported/anticipated.